Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7074300/7073731.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.